Event description:
It was reported that the patient experienced low blood glucose (3.9mmol/l) and went to the hospital for assistance. There were no reported signs or symptoms of hypoglycemia. The reporter stated that the patient received oral carbohydrates and was not admitted to the hospital. The patient claimed that the pump delivered bolus insulin without button presses: 1:07pm - 13.6 units delivered, 1:17pm - 15 units delivered, 1:27pm -15 units delivered, 3:28pm - 8.6 units delivered. Reportedly, the patient's diabetes educator and doctor would not allow the patient to return to insulin pump therapy using a replacement pump until they have completed a thorough medical assessment. The reporter said that the educator assessed pump functionality and did not determine any defect or malfunction. The reporter verified that the pump will be returned to animas for investigation, that the educator and the doctor do not believe the pump was at fault, and that they requested a report to show the sequence of events around the time of this incident. This report is made based on the indication that the patient sought medical intervention for low blood glucose.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/04/2012 with the following findings: the pump black box showed evidence that the reported boluses had occurred on (B)(6) 2012. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were accurately recorded in the pump history. The keypad was tested and was confirmed to be working appropriately; the keypad was removed and no button contact defects were found. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.